Manufacturer narrative:
A ge service representative performed an on site investigation. The filament drive board and invertors were replaced and the circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system tripped the circuit breaker every time the fluoro button was pushed; which caused the system to shut down. There is no report of death associated with the event described in this complaint.